Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to elevated lactate dehydrogenase levels and that thrombus was highly suspected. The patient underwent a pump exchange on (B)(6) 2016. Further information was requested but was not provided.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed during the evaluation of the returned device. The evaluation of the inlet stator and rotor inlet revealed thrombus on the inlet bearing cup and ball that had a ring like structure and areas that were denatured. This indicates it developed on the inlet bearing cup and ball and was present while the pump was operating. The evaluation of the outlet stator revealed a white, soft deposition loosely seated adjacent to the bearing ball. There was no evidence of lamination or denaturing and no contacts on the outlet section of the rotor to indicate that this was present in this location during pump operation. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, they would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. Prior to the pump exchange on (B)(6) 2016, the patient was on aspirin (325 mg), dipyridamole (75mg tid), and coumadin with inr goal of 2.5-3.0. The patient was also treated with heparin intravenously during the hospitalization. The patient¿s inr was at 4.1 at the time of the event.